Event description:
The customer reported a ventilator that experienced a "system fail" due to water back-up within the device. This event was reported to have occurred during clinical use however, there was no report of any patient or user harm. Patient information was not available at the time of this report.